Event description:
Reporter stated that caller from facility reported that the volume display on the green station was showing partial characters and the start pad was responding with difficulty, it had to be depressed several times before the unit would respond. The unit will be returned for evaluation. No patient involvement.